Event description:
It was reported that the patient presented to the hospital on (B)(6) 2013 with increased spasticity. The patient's pump sounded the critical alarm. The pump was interrogated and showed that a motor stall occurred. The patient's health care provider (hcp) administered a bolus to the patient to see if any effect could be seen; the patient showed increased spasticity, but nothing conclusive was rendered from the bolus. However, the pump alarm ceased, after which the patient was sent home. Then, on (B)(6) 2012, the patient presented to the hospital again because the pump critical alarm sounded. The pump was interrogated again and, once again it showed a motor stall occurred. On (B)(6) 2013, the pump logs were read, which showed that a motor stall occurred on (B)(6) 2013 at 17:07, and then the motor recovered on (B)(6) 2013 at 21:05. A second motor stall was noted, which occurred on (B)(6) at 22:04, after which it recovered on (B)(6) 2013 at 11:20. The hcp decided to replace the patient's pump on (B)(6) 2013. It was added that the patient was not exposed to electromagnetic interference (emi) or magnetic resonance imaging (MRI). The pump was returned to the manufacturer. Drug delivered via the device was baclofen

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the pump revealed pump motor gear train anomaly, corrosion and/or wear and/or lubrication, stall due to shaft bearing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.